Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-7 below) as part of internal complaint handling activities. 1. Patient age at time of event, date of birth (a2) and weight (a4) not reported. 2. Catalog# and serial# (d4) not utilized by trilliant surgical. 3. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. 4. Reprocessor name and address (d9) n/a to this report. 5. Concomitant medical products and therapy dates (d11) not reported. 6. Section h9 n/a to this report. 7. No files attached to this report. Corrected information provided in follow-up submission. B1: adverse event and product problem are selected. B5: description of event or problem was edited to not identify any physician or institution by name. D2: common device name, product code was correct in initial submission. D3: establishment name and address error-corrected, fax number added. D4: catalog#, serial#, unique identifier (UDI)#. D10 - returned to manufacturer date corrected. E1 - address, city, and state corrected. Section f n/a to this report. G1, g2: establishment name and address corrected, fax number added. G3: health professional and distributor selected, while company representative is deleted. H4: this manufacture date listed is the date that all manufacturing and inspections activities were completed and the parts were released to inventory (meaning they are able to be sold and implanted). As the complete manufacturing process spans over a time period of multiple days/weeks, the release to inventory date is chosen as the reported manufacturing date for consistency between all trilliant surgical parts. This explanation is necessary as the initial submission described that parts were manufactured from 08/22/2016-08/29/2016 and section h4 lists the device manufacture date as 09/12/2016. H10: corrected data. Additional information provided in follow-up submission: g1: name, email, telephone updated as different personnel is submitting the follow-up submission than submitted the initial submission. H10: additional manufacturer narrative.

Event description:
Doctor 1 performed a 1st mpj fusion on (B)(6) 2017. The patient came in with report of pain on (B)(6) 2019 and fluoro was utilized to confirm that the stepped mpj vlc gridlock plate, left (300-52-002) was broken and two (2) screws were backing out of the site. At this appointment, non-union was confirmed. Trilliant surgical sales support followed up with the associated trilliant surgical sales representative and he noted that post-op x-rays closer to the original surgery date appeared to be a union and the radiologist signed off on the fusion. Sales support requested these x-rays for further investigation. At this point in time, it is unknown how doctor 1 will move forward. If next steps involve removal, the sales representative will return the broken plate and associated screws to corporate for review. On 03/18/2019, sales support followed up with the sales representative and learned that doctor 1 will be removing all hardware on (B)(6) 2019. The sales representative will be returning the removed hardware to corporate for review.

Manufacturer narrative:
An event was reported involving a non-union, broken plate, and two screws backing out of a 300-52-002 stepped mpj plate vlc gridlock plate. The plate was returned to corporate for evaluation, however the screws were not returned and no lot or part number is known. An investigation was completed including a DHR review for the plate, a visual inspection of the plate, a review of the complaint log, and a review of the case details/x-rays to attempt to determine a root cause. DHR review: the returned plate was confirmed to be from lot tsl004079. (B)(4) parts were manufactured to revision d from 08/22/2016-08/29/2016 with zero parts scrapped in-process. All parts underwent all required processing (i.e. Cleaning, passivation, and anodization) and were 100% inspected at final inspection for all critical features, including verification of functional locking holes with a thread gage, with no non-conformances initiated. There were no deviations or reworks associated with this lot. Visual/dimensional inspection: the returned plate was visually inspected. The plate was broken as described in the event. Scratches, slight discoloration and damage were observed on the plate surface; however, this is to be expected as the plate was initially implanted on (B)(6) 2017, or nearly 18 months before explantation. The locking holes were visually reviewed under magnification and were observed to be damaged, however, all locking holes were damaged and it cannot be determined if the damage was cause by implantation/explantation of screws or contributed to the event. Due to the amount of time the plate and screws were implanted prior to the event occurring and the 100% verification of locking functionality at final inspection, it is unlikely that the locking holes malfunctioned. The functionality of the locking holes was not able to be evaluated to the plate break and the damage observed. The plate was not able to be inspected for most critical features due to the damage, however, the thickness of the plate was evaluated around the break. This lot was manufactured at revision d and the plate was inspected to this revision. Plate thickness had a specification of 0.063" +0.000"/-0.005". The width was evaluated at multiple points around the break and confirmed to be in specification. Complaint log review: the complaint log was reviewed for the past 12 months and identified 6 additional complaints for plates in the 300-52-xxx family involving an mpj plate break. No complaints documented screws backing out. Reference: ccr's (B)(4). Four of the six events were not able to identify an isolated root cause, although a high impact event or patient non-compliance (i.e. Walking pre-maturely after surgery). The other two events determined either patient non-compliance or use in a contraindicated patient (osteoporosis) which likely contributed to the breaks and/or non-unions. Review of case details: a 300-52-002 stepped mpj plate was implanted on (B)(6) 2017. On (B)(6) 2019, the patient reported pain and it was observed that the plate was broken, screws were backing out, and there was not fusion at the fracture site. During discussion with the sales representative, it was noted that at post-operative appointments closer to the implantation date, a fusion had occurred as indicated by the radiologist. Conclusion: a review of all information did not allow for identification of an isolated root cause. Specifically, the plate was implanted for a significant amount of time (a year and a half) and there was no indication of diseases or complications which would have prevented a union from occurring. Further, union was stated to have been confirmed closer to the implantation date. It is possible that a high-impact event caused the surgical site to re-fracture and broke the plate in the process, however, this cannot be confirmed as no details were provided.

Event description:
Dr. (B)(6) performed a 1st mpj fusion on (B)(6) 2017. The patient came in with report of pain on (B)(6) 2019 and fluoro was utilized to confirm that the 300-52-002 stepped mpj vlc gridlock plate was broken and two screws were backing out of the site. At this appointment, non-union was confirmed. Sales support followed up with (B)(6), our trilliant sales representative, and (B)(6) noted that post-op x-rays closer to the original surgery date appeared to be a union and the radiologist signed off on the fusion. Sales support has requested these x-rays for further investigation. At this point in time, it is unknown how dr. (B)(6) will move forward. If next steps involve removal, (B)(6) will return the broken plate and associated screws to corporate for review. Sales support followed up with (B)(6) and learned that dr. (B)(6) will be removing all hardware on wednesday, (B)(6) 2019. (B)(6) will be returning the removed hardware to corporate for review. X-rays closer to the surgical date were not able to be obtained.